Manufacturer narrative:
A partial stent delivery system was returned for analysis. Part of proximal shaft was returned for analysis. No manifold was returned with the device. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination and no issues were noted.

Event description:
It was reported that stent fracture occurred. A 2.50 x 38mm synergy ii drug eluting stent was selected for use. However, while removing it from its protector, the head of the stent broke. There were no patient complications reported.

Event description:
It was reported that stent fracture occurred. A 2.50 x 38mm synergy ii drug eluting stent was selected for use. However, while removing it from its protector, the head of the stent broke. There were no patient complications reported.